Event description:
In 5/05, while wearing the external equipment, the patient reportedly had no sound percept followed by intermittencies and periods of overly loud sensations. In 6/05, the patient was seen by a company representative for device evaluation. Programming adjustments were made. Testing performed confirmed that the patient's device was functional. However, an out of range impedance on an electrode was revealed. The patient continued to be monitored by the center. The next day, the patient reportedly had no sound percept. Testing performed confirmed another out of range impedance on an electrode. The patient was seen by the surgeon. A determination was made to explant the patient's device. The patient's cii device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.